Manufacturer narrative:
The electromagnetic interface box was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The representative noted that they had replaced the navigation box and that solved the "fault current limit" error. However, there was still intermittent cycling of the box, green to red. They tried unplugging the emitter and the cycling persisted. A request for a cable replacement was made. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the axiem box was cycling and the emitter details were ¿red and a ¿fault current limit¿.¿ there was no patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system passed the hardware, software and instrument checkout. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.